Event description:
The power port was inserted by the surgeon. The surgeon was unable to get blood return after multiple attempts to flush and reposition the port. A new port was opened and inserted without difficulty. There was no harm to the patient.